Event description:
It was reported that approximately 40 days post implant of a bifurcated device and a suprarenal aortic extension, the pt developed multiple medical complications and died. Reportedly, the procedure was technically successful with resolution of symptomatic abdominal aortic aneurysm. The pt tolerated the procedure well and was transferred to the recovery room in stable condition. The pt was making slow improvement and was able to eat. The pt, however, was transferred to skilled care on (B)(6) 2011, for rehabilitation and management of multiple pre-existing coronary and respiratory medical problems. On (B)(6) 2011, the pt became hypotensive requiring pressor support, and unstable. Evaluation indicated non-st elevation myocardial infarction. Later that day, the pt was made do not resuscitate. The pt passed on (B)(6) 2011, due to acute coronary syndrome.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
The sample was not returned for evaluation. Images and medical records were provided and review by clinical representative. Based on review of the information provided, the direct cause for death was due to acute coronary syndrome. A manufacturing record review was performed and the lot met all release criteria with no related issues and deviations that explain the reported event. The lot usage history shows that no other units from this lot have been involved in similar event.